Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the pulse generator exhibited diagnostics anomaly due to telemetry communication anomaly. The merlin programmer was rebooted and reinterrogated the device. The device resume normal functions. The patient would continue to be monitored with routine follow up.